Manufacturer narrative:
Plant inv.: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was received which revealed that the biomed performed an ultrafiltration (uf) problem identification checklist procedure following the event and found the uf balance error out of specification. The biomed replaced the ultrafiltration pump and then re-ran the uf problem identification checklist; all test values were found to be within specification. The unit has been returned to service at the user facility without issue. A review of the device manufacturing records was conducted by the manufacturer on the reported serial number. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical inv.: a clinical investigation was performed which concluded the following. Although the user facility alleged that the patient experienced a hypotensive episode and cramping requiring medical intervention, no documentation had been received to substantiate that claim. Therefore, no association between the 2008t hd machine and the reported event that patient was hypotensive and required medical intervention can be determined based on the lack of available information. Additional information related to the patients demographics, hd treatment sheet, and medical intervention has been requested and is needed to determine potential causality.

Event description:
The user facility reported that a patient experienced low blood pressure and cramping during their hemodialysis (hd) treatment. Subsequently, the ultrafiltration (uf) was turned off. Follow-up was received which revealed that the treatment was paused for a bathroom break and because the patient had low blood pressure. Additionally, the ultrafiltration (uf) goal was decreased from 4 kilograms (kg) to 2 kg due to the hypotensive episode. Furthermore, the user facility indicated that medical intervention was required. However, any treatment performed was not identified. The patient¿s hd therapy was completed on this machine. Following the event, the machine was pulled from service for evaluation. The biomed performed a ultrafiltration (uf) problem identification checklist procedure and found the uf balance error (volume remove) was 71 milliliters (ml), which is outside the maximum allowable error of +/- 30ml test specification. The biomed replaced the ultrafiltration pump which resolved the issue. Following the part replacement, the uf problem identification checklist was re-run; all test values were found to be within specification. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.